Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Event date is an approximation. Around (B)(6) 2025, while putting groceries in the refrigerator, the patient¿s last cgm reading was about 100 mg/dl. She felt no symptoms before suddenly passing out. Her mother witnessed the incident and called 911, and ems transported her to the hospital. Prior to this, she had contacted dexcom technical support about multiple issues with her g7 cgm, including sensor failure, bleeding during insertion, and inaccurate readings. She alleged that inaccurate cgm readings may have contributed to the medical emergency but did not provide confirmed cgm versus bg meter values for the event. The duration of her unconsciousness was not reported, and she sustained no injuries. No bg or cgm readings were documented when ems arrived. She recalled that an IV was placed in the patient¿s neck and she was revived, possibly with glucose, but could not confirm details or the readings from ems or hospital staff. She remained unconscious for a period and could not recall hospital interventions. Hospital findings are very limited, with no records provided. Her discharge date was not documented, though she stayed hospitalized for approximately 3¿4 days. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.